Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that broken hardware was removed on (B)(6) 2018. Surgeon reported that the patient was non-compliant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: device history record (DHR) review for part#04.503.831, lot#6792898. Manufacturing location: synthes elmira, released to warehouse date: 14oct2011. Ncr was generated for raw material not meeting thickness and flatness criteria. Product was dispositioned use as is. This ncr for raw material thickness and flatness is not relevant to complaint condition of broken because the ncr for raw material thickness and flatness have no impact on finished product thickness and flatness. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was not returned to cq. Investigation was performed on received photographic images ¿(B)(4) device image received 13dec2018 (1).pdf¿ on the complaint level. Visual inspection: review of the images provided revealed that sub condylar plates were broken at two places. Broken off portion with two holes above etch was not captured on image. There are total 5 screws were noted as concomitant devices. Based on visual inspection, the received condition of the device agreed with the complaint description. The complaint condition was confirmed. No other damage was noted to the device. DHR review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Drawing review:-relevant drawing was reviewed as part of investigation. No product design issues or discrepancies were observed during this investigation. Conclusion: the complaint condition was confirmed. There were no issues during the manufacture of this product, including its material properties, that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause could be determined, as the device was not received, and the event conditions were unknown. While no definitive root cause could be determined it is possible that the device experienced abnormal or excessive forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Date of report, date rec¿d by MFR : the incorrect date was inadvertently utilized in initial medwatch. The correct date is december 4, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown screw (part # unknown, lot # unknown, quantity # 5).

Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown revision surgery. This was for a patient with three (3) mandible fractures that were each plated. One of the lambda plates on the condyle was broken in two places. Surgical delay is unknown. Procedure and patient outcome are unknown. Concomitant devices reported: unknown screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) unknown - plates: matrix mandible. This is report 1 of 1 for (B)(4).